Manufacturer narrative:
Device is currently under evaluation into root cause.

Manufacturer narrative:
It was reported by the sales rep that a proplege, pr9, was inserted into cs without difficulty under tee and flouro guidance. When attempting to inflate balloon, undue resistance met, withdrawn to ra and balloon would inflate. Reinserted and still couldn't inflate. When removed, a kink in device noted approximately 3-4 cm proximal to balloon. Device not used in case. No pt injury. Evaluation: visual inspection of the device found a kink in the catheter approximately 8cm from the tip of the catheter. The complaint that the balloon would not inflate could not be confirmed. Manufacturing records were reviewed and there were no related ncr's found. Edwards has in place a technical summary related to this reported failure. Trends for this issue are in control and will continue to be monitored. The instructions for use, training, and risk control measures are appropriate at this time. There will be no pra or CAPA initiated. Trends will continue to be monitored on through the edwards quality system.

Event description:
It was reported by the sales rep that a proplege, pr9, was inserted into cs without difficulty under tee and flouro guidance. When attempting to inflate balloon, undue resistance met, withdrawn to ra and balloon would inflate. Reinserted and still couldn't inflate. When removed, a kink in device noted approximately 3-4 cm proximal to balloon. Device not used in case. No pt injury